Event description:
The patient was skocked while working on the back of his refrigerator (location of the shock not reported). It was reported that the deep brain stimulators were working fine. Additional information has been requested. A follow-up report will be submitted if additional information becomes available. Please see MFR. Report # 3004209178200806995.